Event description:
It was reported that there was possible early unexpected battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: 6947-65 implantable tachy lead 2003 (B)(6); 4193-78 implantable pacing lead 2005 (B)(6). (B)(4).